Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Customer discarded the product. Most likely underlying root cause: mlc-61 -improper use / mishandled by end user. Test strip UDI #: (B)(4). Note: manufacturer contacted customer on 2/26/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for seeking medical attention upon receiving displays of dashes. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call on (B)(6) 2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. Customer states he was unable to use the meter from (B)(6) 2019 when he first received. Customer states his glucose had dropped to 40mg/dl after injecting himself with insulin. Customer had not used the meter as of yet. Customer is new to the true metrix system and pressing the dot button to test and was unable to obtain a reading. Customer was pressing the dot button to test and advised not to. Customer states when he inserted the strips he sees 6 lines across the meter and meter shuts off. Customer stated over the weekend he went to the ER because he could not get the meter to work. Customer gave himself insulin and states his glucose dropped after not being able to test. Customer did confirm 40mg/dl non-fasting result was obtained at the hospital ER with hospital meter after injecting himself with insulin.